Manufacturer narrative:
Further investigation to determine whether the product failed to meet specifications cannot be performed because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information.

Event description:
It was reported that on an unspecified date, the patient presented to the facility for nexplanon birth control placement. The patient's urine was tested on the cardinal health rapid test hcg cassette and provided a negative result at the read time. Nexplanon placement was performed based on the rapid test result. The customer returned to the test cassette after the read time and noticed that the result progressed to positive. An hcg quant was ordered and produced a result of 58 miu/ml. Nexplanon was immediately removed. The patient had no negative effect from the nexplanon placement/removal and was still pregnant. Troubleshooting was conducted with the customer. The customer was advised on potential factors for false negative results, such as storage, handling, and technique. The product insert and limitations of the test were also reviewed with the customer.